Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they did not receives second series of beeps nor number appears on the screen. Customer¿s blood glucose level was 111 mg/dl at the time of incident. Customer state that after tapping and shaking it was possible to rewind. The insulin pump will be returned for the analysis.